Event description:
I had to go for a covid test at (B)(6) located at (B)(6) because I was to have a procedure done for a colonoscopy. They did a rapid test, called me 15 minutes later to say it was positive so my procedure had gotten canceled. The hospital the procedure was to be done at which was (B)(6). Had advised me to be retested because they had a lot of patients that were coming up with false positives from where I had got tested, so I went yesterday june 8 to (B)(6) and took a rapid and a pcr test and my test results came back negative for covid. I reached out to the facility where the false positive came from and nothing has been done about it. I don't know where else to turn and I would like something to be done about it because how many others are out there and have been tested from there and getting false positives as well. And receiving all these phone calls regarding the results and who are home missing work and scared like I was. I could not sleep, I cannot eat, cannot drink just thinking that I had covid. It when the results were false so I believe something should be done about it or these test should be pulled from the facility. I try to reach corporate to the facility where I had the test done I cannot get through to anyone. I don't know where else to turn but I don't want this to happen to anyone else. People possibly missing work or school especially when people have bills to pay because they're going there and getting false positive results. I almost went for the infusion thinking that I had covid, so if this can be looked into that would be greatly appreciate it. I would also like to know how would I go about having it removed from my chart at that facility. Also everyone in my household was also tested and all tested negative. FDA safety report ID# (B)(4).